Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The info provided indicates the pt was treated for a chronic non-healing abdominal wound infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no connection can be made between the adverse outcome reported and the davol device used in the case.

Event description:
On (B)(6) 2005: pt underwent implant of a composix ex mesh for repair of a ventral hernia, a total hysterectomy, and a oophorectomy. From (B)(6) 2006: pt has a non healing wound with drainage and received wound care with wet and dry dressings, would vac placement, debridements and antibiotics. On (B)(6) 2006: explant of composix ex mesh. From (B)(6) 2009: chronic abdominal wound infection. (B)(6).